Event description:
Additional information received reported that the patient was seen, and her device was reprogrammed with more comfortable settings. The system was working fine, and impedance readings were normal. The patient was seeing a urologist, but the physician did not manage or implant interstim devices, so the patient was provided with the names of several physicians who manage interstim, should she have future issues.

Event description:
It was reported that the patient had a synergy system implanted for urinary control and pelvic pain. Following a hysterectomy the patient experienced a loss of therapeutic effect leading to a loss of bladder control and acute pelvic pain. The patient was unable to feel much stimulation on program 2. The manufacturer¿s device registry showed the patient with two active synergy systems. It was unclear if the earlier system was explanted when the newer system was implanted. Additional information received reported that the patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. # 3004209178-2012-00985.

Manufacturer narrative:
Neurostimulator: model 7427v, serial# (B)(4) implanted: 2008 (B)(6), explanted: na. Extension: model 748910, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 748910, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Lead: model 3889-28, lot# v015096, implanted: 2008 (B)(6), : model 7435, serial# (B)(4). Extension: model 748910, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown. Extension: model 748910, serial# (B)(4), implanted: 2006 (B)(6), explanted: unknown. Lead: model 3093-28, lot# v001989, implanted: 2006 (B)(6), explanted: unknown. Lead: model 3093-28, lot# v002746, implanted: 2006 (B)(6), explanted: unknown.